Event description:
It was reported that during an open proctolectomy ileal j-pouch/ ileostomy, on the fifth firing, device fired 2cm and then jammed. Could not advance the knife blade and the firing trigger would not advance more than 2cm. Rep noted that surgeon was crossing staple lines. A new device and reload was opened to complete the case. A 2-minute delay in procedure. No adverse event to patient.

Manufacturer narrative:
(B)(4). Results: damaged cartridge the analysis found that one device was returned in good visual condition and with a cartridge reload loaded on the device. It was noted that the cartridge deck was damaged. The device was tested for functionality with a test cartridge, without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.